Event description:
The one touch ultra displays error 4 when the test strip is inserted into the reported meter. The patient reported no symptoms of high or low blood sugar symptoms. No medical treatment was obtained. The patient ate food and/or drank beverage after the attempted use of the meter. The customer service representative stated that the patient reported that the strips bend upon insertion into the meter. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.